Event description:
It was reported that the catheter was kinked and the patient was not getting the medication in the pump. A surgical intervention was done to replace the device system. (No outcome or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Event description:
Please refer to mfg. Report # 3004209178-2014-19904. The event was double reported. Any subsequent information will be followed in the aforementioned report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).